Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a spiral dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, al1 guide catheter and a viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced to the site of the lesion. While performing atherectomy, the oad appeared to jump distally through the lesion. The physician tried to retract the device back proximally, but was unable to do so. The device was then pulled back with additional force and was able to be removed from the patient. At that point, angiography revealed a spiral dissection. The physician was able to resolve the dissection by deploying a stent. The patient status remained stable throughout the procedure.